Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped and was dead. The patient underwent an ipg replacement procedure. It was noted while disconnecting and reconnecting the leads that the lead in deport contact number eight was showing high impedance. The setscrew was backed out as well as multiple times to reinsert the lead into the port d and contact eight was still showing high impedance. It was also stated that this was the reason that the patient was not able to have MRI. The patient was doing well postoperatively.